Manufacturer narrative:
The product has been returned and upon investigation the complaint could not be reproduced. All results were within the range of specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose meter. Customer reported receiving readings of 259 mg/dl and 25 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.